Event description:
Customer states that she was hospitalized for low blood glucose. She states that the insulin pump gave her 100 units of insulin at one time that caused her blood glucose to go very low. The blood glucose at the time of hospital admission isn't available. Alarm history showed that the customer had received multiple alarms. Advised customer the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received in with corrupted history files. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.